Manufacturer narrative:
Valuation anticipated following return of device. S8-3t image quality degradation during clinical use at a critical time was previously evaluated per hhe # us 2011-1 and was determined to be unacceptable. A medwatch report will be submitted for this image quality issue.¿

Event description:
The customer contacted philips for assistance with an s8-3t model probe causing an error code and not producing an image. Due to this event involving an s8-3t transducer image issue during clinical use e-MDR a report will be submitted to the FDA.

Manufacturer narrative:
Evaluation of the probe confirmed the error code and lack of image reported by the customer. The device was returned with damage to the shaft which allowed fluid ingress causing corrosion inside the probe. Final conclusion verified the damage would cause the system error and loss of image. The exact cause of the damage could not be determined but is consistent with customer mishandling.